Event description:
A report was received that the patient will undergo revision for unknown reason.

Event description:
A report was received that the patient will undergo revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision because the ipg was on the belt line and it was uncomfortable for the patient. During the revision, the pocket site was relocated. The patient was reportedly doing well after the procedure.